Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2010 to report that her daughter experienced a failed sensor 30 minutes after insertion. She reported that, upon removing the sensor, the sensor wire was missing. Patient's mother initially assumed that the distal fragment was left underneath patient's skin. Upon inspection of the insertion site, however, she was unable to find any evidence that the wire was retained in the patient's skin. No medical intervention was required, and patient experienced no signs of redness, infection, or discomfort at the insertion site.